Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife's blood glucose was 42 mg/dl this morning, which she treated with four glucose tabs. Troubleshooting was declined for the low blood glucose. No products were returned or replaced.